Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6) for polarx pas; subject ID # (B)(6). It was reported that post procedure, the patient experienced nausea, hypotension and was subsequently diagnosed with cardiac tamponade and pericardial effusion, which required surgical intervention. During a pulmonary vein isolation cryoablation procedure, a polarx fit catheter was selected for use. Post treatment, the patient experienced episodes of nausea and hypotension. An urgent echocardiogram and ultrasound were performed and showed a moderate-sized pericardial effusion, 1.8cm at max. This effusion caused cardiac tamponade. The patient was taken to the cath lab where a pericardiocentesis was performed and 275cc of sanguinous drainage was removed. This event resulted in in-patient hospitalization or prolongation of existing hospitalization. The patient was discharged on (B)(6) 2025, imaging performed (ultrasound) showed that the issue had resolved. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
B5: describe event or problem - updated to provide additional details regarding the patient condition and intervention provided via ai record. H6: patient coding - correction to exclude pericardial effusion, cardiac tamponade captures this. H6: impact coding - addition of medication required to capture IV meds given as further reported via ai. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6) for polarx pas; subject ID #(B)(6). It was reported that post procedure the patient experienced nausea, hypotension and was subsequently diagnosed with cardiac tamponade and pericardial effusion, requiring surgical intervention. During a pulmonary vein isolation cryoablation procedure, a polarx fit catheter was selected for use. Post treatment, the patient experienced episodes of nausea and hypotension. An urgent echocardiogram and ultrasound was performed and showed a moderate-sized pericardial effusion, 1.8cm at max. This effusion caused cardiac tamponade. The patient was taken to the cath lab where a pericardiocentesis was performed and 275cc of sanguineous drainage was removed. This event resulted in in-patient hospitalization or prolongation of existing hospitalization. The patient was discharged on (B)(6)2025, imaging performed (ultrasound) showed that the issue had resolved. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further clarified that on (B)(6)2024, post drainage of the effusion, the patient continued to experience hypotension (blood pressure fell into the 80's). The patient was started on a norepinephrine IV drip for approximately 6 hours. The norepinephrine drip was stopped, and a dopamine drip was started. Again, they confirmed that ultrasound showed that the issue had resolved on (B)(6)2025 and the patient was discharged on (B)(6)2025.